Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did confirm the reported event by the customer of a loose camera connection and the picture flickering in and out. The evaluation uncovered that the video connector pins were worn out which was causing poor a connection to the pigtails. Furthermore, the power supply casing and the rear panel was damaged. Also, the nbi activation and the software was up to date. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the visera pro video system center had issues with the picture as it was flickering in and out. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the damaged power supply unit could not be identified. Olympus will continue to monitor field performance for this device.